Event description:
It was reported that faradrive steerable sheath was selected for a faraview procedure. During the procedure, air was noted in the sheath flush line when aspiration was performed once farawave catheter was inserted into the sheath. Additionally, the valve was noted to be broken. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1 initial reporter phone number character limit exceeded: (B)(6).